Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device, patient and event information.

Event description:
Related manufacturer reference number:3006705815-2021-06249. It was reported one of the patients leads displayed high impedance on all contacts. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue. It is unknown which of the patients leads was explanted so both are being reported.

Manufacturer narrative:
Date of event is estimated.